Event description:
The contact at the hospital reported that during the coil embolization of a ruptured aneurysm at the internal carotid-posterior communicating artery the deltaplush (cpl100202-30 / c26450) could not be resheathed. The patient¿s vessels were mildly torturous and mildly calcified. A sheath introducer by terumo (model unknown), a chikai (asahi intecc), a roadmaster (goodman, 6fr/str angle), a neurodeo (hi-lex corporation, type unknown), a transform (stryker, type unknown), a y-connector by goodman (model unknown), and an enpower dcb / cable (lots unknown) were used for this procedure. Although the complaint deltaplush was delivered to the target lesion site, the physician was unable to fit the microcoil into the aneurysm. The physician decided to recover the deltaplush, but because the introducer sheath was damaged he was unable to re-sheath the coil. The microcatheter was replaced, and another deltaplush (same size, lot unknown) was successfully implanted into the aneurysm instead. The procedure was completed without further issue or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the coils observed in the mc or in the vessel. The complained product will be returned for analysis. No further information is available. Failure analysis discovered that the coil was found to have been returned entangled, damaged and unprotected. Severely damaged with a complete loss of the secondary winding. The proximal section of the coil has been stretched. The distal section of the coil has buckling and compression damage.

Manufacturer narrative:
Concomitant devices: a sheath introducer by terumo (model unknown), a chikai (asahi intecc), a roadmaster (goodman, 6fr/str angle), a neurodeo (hi-lex corporation, type unknown), a transform (stryker, type unknown), a y-connector by goodman (model unknown), and an enpower dcb / cable (lots unknown). As viewed through the returned packaging, the coil was found to have been returned entangled, damaged and unprotected. The unaided eye could see coil damage. The coil was returned severely damaged with a complete loss of the secondary winding. The proximal section of the coil has been stretched. The distal section of the coil has buckling and compression damage. The circumstances of how and when this unreported coil damage occurred cannot be determined as one hundred percent of all coils are inspected prior to final packaging. The core wire and coil were returned completely outside the sheath. Located at the distal tip of the skive is a section of mechanical sheath damage that opened up the skive. This damage was caused by the resheathing tool. No manufacturing defects were found. The most likely contributing factor to the resheathing difficulty may have occurred if the resheathing tool was advanced over the proximal end of the green introducer. When the resheathing tool was retracted for coil removal, the resheathing tool most likely opened up the skive allowing the core wire and coil to completely protrude outside the sheath. In this condition resheathing the coil cannot be performed. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ in addition, without the identification of the specific microcatheter used with the complaint coil and its product catalog number used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Unreported damages to the device were discovered during product investigation, however the circumstances of how and when the damages occurred could not be determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.